Event description:
Device malfunction: none. Symptoms/ae: filter occlusion, neurological deficit. Time of ae: during procedure. The following events were noted through a periodic article review. A retrospective study was conducted of patients undergoing carotid artery stent (cas) procedures using a variety of neuroprotection devices from 2003 to 2007. Prospective databases from 2 institutions were examined for incidence and management of filter occlusions during procedures as well as neurological events associated with filter occlusion. Two hundred and eighty three cas procedures were performed on a total patients from 2003 to 2007. Average age was 72.4 plus/minus 9 years, and 177 of the procedures were performed for asymptomatic stenosis. Neurological adverse events occurred in some patients: three of these resolved completely at 72 hours. No correlation is made between 5 of these events, and the device brand/manufacturer used, if any. Neuroprotection was used in 95% of all patients. The choice of epd was user dependent. Of these patients, 2 who received rx accunet filters experienced filter occlusion that was treated with either export catheter-directed aspiration or prompt filter retrieval without aspiration. Of these patients experienced a neurological deficit. Of these patients, 2 who received emboshield filters experienced filter occlusion that was treated with either export catheter-directed aspiration or prompt filter retrieval without aspiration.

Manufacturer narrative:
The emboshield referenced is being filed under a separate medwatch report. Attachment: thomas maldonado, et al, incidence and outcome of filter occlusion during carotid artery stent procedure, ann vasc surg 2008:22:756-761. Evaluation summary: this report involves a retrospective study noted in an article. No devices were available for analysis. Occlusion and neurological event may occur during this type of procedure and as listed in the instructions for use, occlusion and neurological events are known possible adverse events associated with the use of the device. There was no device malfunction reported. A root cause of the occlusion and neurological event could not be determined with the information provided. Lot numbers were not identified; therefore, a device history record review could not be performed.